Event description:
It was reported the pt has not charged the ipg in approx six months and is unable to establish communication using the pt programmer (comm error 2501). The pt was advised to try using her charging system. Multiple unsuccessful attempts have been made to f/u with the pt regarding this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.